Manufacturer narrative:
Information related to event was incorrect and correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer only experienced hyperglycemia and not hypoglycemia.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hypoglycemia with blood glucose level of 430 mg/dl. Customer stated going into diabetic ketoacidosis several years ago and had a coma as well. The insulin pump will not be returned for analysis.